Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient noted a drop in speed from 5700 to 5000 rotations per minute (rpm) where it remained. The patient was asymptomatic and history was empty. The log files captured pump stops that lasted 4, 5, and 1 second and appeared to be electrostatic discharge events. A left ventricular assist device (lvad) internal fault was locked on and was causing the issue of adjusting speed settings. The pump was restarted and the patient experienced near syncope but recovered once the speed returned to 5700 rpm. The patient would be monitored overnight and discharged home the following day.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stop events that appeared consistent with electrostatic discharge (esd). Additionally, review of the log files confirmed a left ventricular assist device (lvad) internal fault alarm; however, a specific cause for the alarm could not be conclusively determined through this evaluation. The submitted controller event log files contained data from (B)(6) 2022 through (B)(6) 2022. The pump operated at the set speed without issue until (B)(6) 2022 when two transient pump stops were captured. One of these pump stops lasted long enough to result in audible alarms, per design. The second pump stop was followed by lvad internal fault alarm due to a communication issue that caused the pump to operate at the default speed of 5000 rpm. It should be noted that the initial set of submitted lvad event and periodic log files did not contain any data, consistent with the observed communication issue. The driveline was disconnected and reconnected the same day following the pump stop events, consistent with the reported event. Following reconnection of the driveline, the lvad internal fault alarm was no longer active. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 3 of the IFU, ¿powering the system¿, states that high levels of static electricity can damage or harm the system and cause the pump to stop. This section recommends that the patient use battery power when not sleeping or resting to reduce the risk of electrostatic discharge (esd) events. Section 6,"patient care and management¿, warns that static electricity can cause the left ventricular assist device (lvad) to stop and explains additional steps in how it can be avoided. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. This section also contains a sub-section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7, "alarms and troubleshooting", describes all alarm conditions as well as the appropriate actions associated with them. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. Section 1 of the patient handbook, ¿introduction¿, warns the user to avoid touching older television or computer screens and to avoid activities that may induce string static discharges and to take actions to reduce the chance of esd, as strong electrical shocks can damage electrical parts of the system and cause the pump to perform improperly or stop. Section 4, "living with the heartmate 3", contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Section 5, "alarms and troubleshooting", outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard or pump off alarm, call your hospital contact immediately for diagnosis and instructions. The testing & classification tables in section 9 of this document include esd. The emergency contact list form included in the handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient experienced a left ventricular assist device (lvad) fault alarm with an electrostatic discharge (esd) event. The cause of the lvad fault alarm was likely esd. It was noted that there was perhaps an altercation with a pet or dog.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stop events that appeared consistent with electrostatic discharge (esd). Additionally, review of the log files confirmed a left ventricular assist device (lvad) internal fault alarm; however, a specific cause for the alarm could not be conclusively determined through this evaluation. The submitted controller event log files contained data from (B)(6) 2022. The pump operated at the set speed without issue until (B)(6) 2022 when two transient pump stops were captured. One of these pump stops lasted long enough to result in audible alarms, per design. The second pump stop was followed by an lvad internal fault alarm due to a communication issue that caused the pump to operate at the default speed of 5000 rpm. It should be noted that the initial set of submitted lvad event and periodic log files did not contain any data, consistent with the observed communication issue. The driveline was disconnected and reconnected the same day following the pump stop events, consistent with the reported event. Following reconnection of the driveline, the lvad internal fault alarm was no longer active. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 3 of the IFU, ¿powering the system,¿ states that high levels of static electricity can damage or harm the system and cause the pump to stop. This section recommends that the patient use battery power when not sleeping or resting to reduce the risk of electrostatic discharge (esd) events. Section 6,"patient care and management,¿ warns that static electricity can cause the left ventricular assist device (lvad) to stop and explains additional steps in how it can be avoided. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. This section also contains a sub-section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7, "alarms and troubleshooting," describes alarm conditions as well as the appropriate actions associated with them. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. Section 1 of the patient handbook, ¿introduction,¿ warns the user to avoid touching older television or computer screens and to avoid activities that may induce string static discharges and to take actions to reduce the chance of esd, as strong electrical shocks can damage electrical parts of the system and cause the pump to perform improperly or stop. Section 4, "living with the heartmate 3," contains a section on "static electricity," in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Section 5, "alarms and troubleshooting," outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard or pump off alarm, call your hospital contact immediately for diagnosis and instructions. The testing & classification tables in section 9 of this document include esd. The emergency contact list form included in the handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.